Manufacturer narrative:
This supplemental report is being submitted to provide and update to the results of the legal manufacturer's final investigation. In addition, the following reportable malfunction was identified during the device evaluation: no image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the no image was due to damage on cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: information was asked. But unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the subject device had the image displayed incorrectly. There were no reports of patient harm.

Event description:
It was reported that the subject device had the image displayed incorrectly. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the device lost water tightness. Based on the results of the investigation, the malfunction was likely caused by a short circuit in the camera unit, which led to linear scratches in the image. Additionally, damage to the cable unit prevented the endoscopic image from being displayed and resulted in a loss of water tightness. A root cause could not be identified. The event can be prevented by following the instructions for use which state: never clean, disinfect, sterilize or store this instrument together with sharp-tipped instruments (tweezers, forceps, knives, etc.). These could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the instrument. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.